Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several locations beginning near the distal end. As received, the working channel sleeve protruded. Working channel sleeve protrusion remained consistent when the tip was articulated by turning the knobs in all directions. A functional evaluation was performed. The device was plugged into the controller. Without manipulation, the screen alternated between displaying a black screen with pixelation and losing the image, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography with cholangioscopy and ehl lithotripsy performed on (B)(6) 2018. There were no connection issues noted during setup of the device. According to the complainant, about 5-10 minutes into the procedure, the spyscope's image went black and never came back. The procedure was completed with another of the same spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.